Event description:
It was reported that the bd q-syte¿ micro bore extension set was found damaged around the joint and septum when removing it from the packaging. The following information was provided by the initial reporter, translated from chinese to english: "when the package was opened, it was found that the shell of the q-syte was damaged" "the customer reported that after opening the package, it was found that there were damaged around the joint and the septum was a little out"

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the photo submitted for evaluation. The reported issue was not confirmed upon inspection of the photo since no damage or deformation was observed by our quality engineer. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. See h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ micro bore extension set was found damaged around the joint and septum when removing it from the packaging. The following information was provided by the initial reporter, translated from (B)(6) to english: "when the package was opened, it was found that the shell of the q-syte was damaged." "The customer reported that after opening the package, it was found that there were damaged around the joint and the septum was a little out."